Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, bad battery, weak battery or battery out limit alarm or blank display was noted. The insulin pump passed the reset error test with no alarm. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had been alarming battery errors and motor error for 4 to 8 weeks. Customer had to treat with manual injection. Customer stated that one time, the insulin pump reset itself and changed the time and date. The alarm history showed 3 no power, 3 low battery, a weak battery, a bad battery, a battery out limit and 2 motor error alarms. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.